Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 17667187l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: biosense webster, inc. Product - carto 3 system, catalog #: fg540000, serial #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. Initially, the principal investigator assessed this event as an esophageal ulcer. The esophageal ulcer was assessed as not reportable as not serious. However, additional information was received on april 1, 2019 stating that the principal investigator updated the event to serious. Therefore, this event has been reassessed to a serious injury as of april 1, 2019. It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered an esophageal ulcer that required medication. During the procedure, the patient reported throat discomfort. Esophageal ultrasound confirmed an esophageal ulcer. It was noted that there was no active bleeding and that the area of injury had clotted off, suggesting a thermal injury. Ultrasound revealed no evidence of atrio-esophageal fistula. Patient was reported to be in stable condition. Extended hospitalization was required. A proton pump inhibitor (prilosec) was prescribed for 2 months. Esophageal ultrasound to be performed in 1 month. Issue was resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, definitely investigational device-related, and definitely index procedure-related.